Manufacturer narrative:
Device evaluation of electrode belt was completed. The reported problem (does not communicate with monitor) was due a damaged connector. The root cause unable to be positively identified. There was no adverse event that resulted from the damaged belt.

Event description:
A us distributor reported that a patient's electrode belt does not communicate with monitor.